Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, customer initiated a second bolus after receiving their initial 6 unit bolus. Customer believes they over dosed themselves and customer described themselves as being ¿paralyzed and in a coma state¿. Reportedly, customer scraped shoulder on the side of the bed as they fell, customer also reported their thumb was sprained during this event. Customer treated their low bg by consuming glucose tablets and carbohydrates. Tandem technical support reviewed pump logs and confirmed that pump was functioning properly and advised the customer to consult their healthcare provider to review settings and make adjustments.